Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental probs"), nausea ("nausea") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, dyspareunia, female sexual dysfunction, dysmenorrhoea, back pain, fatigue, tooth disorder, nausea and weight increased had resolved and the bladder disorder, urinary tract disorder, vaginal discharge and psychological trauma outcome was unknown. The reporter considered back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, nausea, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for : dyspareunia (painful sexual intercourse), apareunia, chronic, dysmenorrhea (cramping), back pain, general abnormal bleeding, bladder problems., urinary probs., vaginal. Discharge, fatigue, dental probs., nausea, weight gain, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: esure confirmation test(s) unspecified result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received . Event injury nos replaced with events dyspareunia, apareunia, dysmenorrhea, back pain, general abnormal bleeding, bladder problems., urinary probs., vaginal. Discharge, fatigue, dental probs., nausea, weight gain, psychological trauma added. Outcome updated. Lab data, patient, reporter information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.